Event description:
It was reported that the right atrial (ra) lead exhibited poor p waves and high thresholds. The lead was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited poor r waves and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD implanted: (B)(6) 2007. (B)(4).